Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events where cannula was not inserted properly on (B)(6) 2024 and (B)(6) 2025. The blood glucose level of the patient was 450 mg/dl which was treated with flex pens. The site was patient's abdomen, and symptoms were noticed within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.